Manufacturer narrative:
The complaint sample was inspected and analyzed. Several kinks were observed on the blue sheath. The white heat shrink was jammed into the blue sheath. The core wire was visible above the distal stop and the cone was bent. The device would not close normally. The complaint was confirmed. The condition of the returned sample is most likely due to the use of excessive force.

Event description:
It was reported to boston scientific that during the procedure, it was difficult to close the cone due to resistance. The distal end of the device was reportedly found to be deformed because the tip was bent. The reported malfunction occurred outside of the patient's anatomy. No patient complications were reported as a result of this event. The patient's condition was reported as "good."